Manufacturer narrative:
Device expiration date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause is undetermined. Rationale: no sample, lot, or batch provided.

Event description:
It was reported that two 20g x 1.00in (1.1 x 25 mm) insyte autoguard experienced safety failure. The following information was provided by the initial reporter: material no. 381533, batch no. Unknown. I started an IV on a patient with a 20g needle. When I pressed the white button to retract the needle, the button seemed to be jammed and it would not press so the needle would not retract. This is the second time that this has happened in the past month. Bd catalog # 381533 - no lot number was provided and the needle was put into the sharps container.